Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a high-temperature warning was displayed, indicating a temperature of 48 degrees. The user noticed the alert while retrieving medications from the refrigerator. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer checked the refrigerator and found the temperature probe was not seated. The customer reseated the temperature probe, tested ok, and confirmed ok to close the case. The system functioned as intended after the customer resolved the issue.